Event description:
Our rep is reporting that the rapidloc meniscal fastener failed to deploy during an arthroscopic meniscal repair. The surgeon resorted to a partial menisectomy for remedy. The procedure was concluded successfully without further issue.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.